Event description:
The risk mgr at the user facility reports that a pt developed inflammation following a phaco cataract extraction and intraocular lens implant in 2003. Aqueous and vitreous aspiration of fluid was conducted the following day and the pt was treated with intravitreal and IV antibiotic therapy. The risk mgr reported this event to the FDA. This indicates the pt's vision is impaired and hospitalization was required. Add'l details have been requested to verify the extent of impairment.